Manufacturer narrative:
The system was examined and the reported event was replicated. The vitrectomy valve was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customers complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming vit valve assembly. However, how or when the valve became nonconforming cannot be determined conclusively. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure there was an issue with vitreous cutting. The case was completed with no harm to the patient. Additional information is not expected.